Manufacturer narrative:
The manufacturer's reference #: (B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2, and h11. Section b5: additional event information received on 12-dec-2025 indicated that the temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. There was no resistance during advancement of the device resulting in cerebral target loss with the microcatheter. Vessel or aneurysm factors that may have contributed to the incomplete expansion. No additional intervention was performed to attempt to expand the stent. The incomplete expansion did not result in stent migration or embolization of the stent. There was no blood flow restriction. The procedure was not delayed/prolonged due to the event. There was no alleged product malfunction with the prowler select. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4) updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: it was reported, via a healthcare professional, that during an endovascular embolization, enterprise2 4mmx23mm no tip vascular reconstruction device (product code encr402300, lot number 9335201) was being advanced to the target position and released, but the distal markers of the stent converged and could not be opened. The physician attempted to retract and redeploy the stent, but the distal markers still failed to open. The stent and the prowler select plus 150/5cm microcatheter (product code 606s255x, lot 31492232) were removed from the patient, and the stent was found detached from the delivery wire in the y connector. The physician removed the y connector, extracted the stent, and then used a new stent and microcatheter to complete the procedure. There was no reported patient consequence or clinical symptoms as a result of the event. The sample was sent for investigation. Additional event information received on 12-dec-2025 indicated that the temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. There was no resistance during advancement of the device resulting in cerebral target loss with the microcatheter. Vessel or aneurysm factors that may have contributed to the incomplete expansion. No additional intervention was performed to attempt to expand the stent. The incomplete expansion did not result in stent migration or embolization of the stent. There was no blood flow restriction. The procedure was not delayed/prolonged due to the event. There was no alleged product malfunction with the prowler select. The device was returned to j&j medtech for further evaluation. A non-sterile enterprise2 4mmx23mm no tip vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and as described in the event, the stent was detached from the delivery system. No appearance of damage was observed. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. The delivery wire was subjected to dimensional analysis and those specifications that control the attachment and delivery of the stent were found within specifications. A device history record (DHR) was performed, and no internal actions were identified. The customer complaint regarding stent marker bands converging was not confirmed since the stent was noted as already expanding on both ends and no damages were found during the inspection. It is possible that the marker bands may have converged together but opposed the vessel wall during the procedure. The issue reported regarding the stent being detached in the y-connector is confirmed. The detachment in the y-connector suggests that the enterprise introducer was not fully seated in the hub of the microcatheter, causing the stent to expand in the microcatheter's hub, where push/pull force was applied sufficiently to disengage the stent from the delivery wire. However, with the amount of information available this only remains speculative. Although no product defect was identified, there may have been other factors that contributed to the failure encountered during the procedure that could not be replicated in the laboratory setting. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since no issues were encountered, no internal action activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: maintain adequate stent length (approximately 5 mm) on each side of the aneurysm neck to ensure appropriate neck coverage. Position the stent for deployment by aligning the stent positioning marker of the delivery wire with the target site. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported, via a healthcare professional, that during an endovascular embolization, enterprise2 4mmx23mm no tip vascular reconstruction device (product code encr402300, lot number 9335201) was being advanced to the target position and released, but the distal markers of the stent converged and could not be opened. The physician attempted to retract and redeploy the stent, but the distal markers still failed to open. The stent and the prowler select plus 150/5cm microcatheter (product code 606s255x, lot 31492232) were removed from the patient, and the stent was found detached from the delivery wire in the y connector. The physician removed the y connector, extracted the stent, and then used a new stent and microcatheter to complete the procedure. There was no reported patient consequence or clinical symptoms as a result of the event. The sample was sent for investigation.

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.